Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-patient checkup. A chest x-ray revealed that the right ventricular lead had dislodged. Additional interrogation revealed loss of capture, undersensing, and oversensing. The lead was programmed to an inactive state. The patient was stable.